Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the unknown pelvic mesh that was implanted also on (B)(6) 2005 was a lynx tvt.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with hysterectomy and lynx tvt due to sui and pop. It was reported that following insertion the patient experienced pain, extrusion, recurrence, urinary and bowel problems, depression and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/16/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation.

Manufacturer narrative:
(B)(4): it was reported that a mesh was implanted on (B)(6) 2005 to treat stress urinary incontinence and pelvic organ prolapse. On (B)(6) 2005 an unknown pelvic mesh, unknown manufacturer was also implanted. The patient reportedly experienced pain, extrusion, recurrence, urinary bowel problems, depression and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.